Event description:
Related manufacturer report number: 1627487-2022-03350, 3006705815-2022-01639, 3006705815-2022-01640, 3006705815-2022-01641. It was reported that patient underwent surgical intervention on (B)(6) 2022 due to their leads migrating. During the procedure it was discovered that the patient's anchors were damaged. Both the leads and anchors ended up being explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.